Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The study physician reports, during an endoscopic retrograde cholangiopancreatography (ercp) as a part of the study titled "title: safety and performance of the motorized spiral endoscope (powerspiral) in subjects indicated for small-bowel enteroscopy or endoscopic retrograde cholangio-pancreatography (ercp) in subjects with surgically altered gastrointestinal anatomy: a pmcf registry, samisen phase b, a patient experienced a perforation. Details as follows: using the powerspiral, the investigator was able to reach the papilla but was unable to cannulate it. He switched to an evis exera iii duodenovideoscope to see if he could reach the papilla. In this process, a perforation occurred with the evis exera iii duodenovideoscope. The patient was still inpatient at the time this was reported. (Hospitalization was extended due the perforation.) No other information is available at this time. There is no information regarding any malfunction of the scope. The study physician further stated "since it (perforation) occurred during the study, I wanted to report it. However, I would say that it is not directly attributable to the motorized spiral." .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event occurred due to inappropriate handling of the device by the user. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual device handling that may damage tissue with an endoscope: angulation, insertion/withdrawal of endoscope with excessive force insertion/withdrawal of device of endoscope looping of insertion section or excessive bending of bending section (it is recommended to keep them as straight as possible) excessive air feeding into lumen excessive suctioning¿. This supplemental report includes a correction to g2. Information added that was inadvertently not included in the previous submissions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from study physician. Updated b2, b5, h6.

Event description:
It was additionally reported by the study physician that the patient required surgery. The patient also experienced septic peritonitis with septic shock, but has since recovered completely and was discharged from the hospital 47 days after the procedure. The study physician also clarified that no device malfunction occurred.